Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of an optease retrieval filter, it was reported that the physician deployed the filter upside down in the patient. Filter was retrieved jugularly and a second filter was deployed successfully. There was no patient injury. The physician received in-service training on the use of the optease filter after the event. The physician doesn¿t do many of these optease cases and relies on the staff and rep input if available. On this given case, there was a new ir tech working with the physician who supposedly knew how to implant the optease. The physician relied on the techs information and therefore it¿s highly likely that the optease was placed upside down due to this. The filter was retrieved jugularly and a second filter was deployed successfully. There was no patient injury.

Manufacturer narrative:
Complaint conclusion: during use of an optease retrieval filter, it was reported that the physician deployed the filter upside down in the patient. Filter was retrieved jugularly and a second filter was deployed successfully. There was no patient injury. The physician received in-service training on the use of the optease filter after the event. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease filter), as far as possible into the sheath introducer hemostasis valve. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. The IFU also instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. Based on the limited procedural information provided and without procedural films available for review, no determination of contributing factors could be made. Procedural factors are likely contributing factors to the event reported. The inverted deployment of the filter was immediately recognized by the physician and the filter was subsequently removed via jugular approach without complications. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.